Event description:
During robotic laparoscopic nissen fundoplication procedure, a strong smell of something burning was noticed near the bair hugger at the foot of the operating room table. The smell disappeared after the bair hugger machine was turned off. The bair hugger sheet (lower sheet being used for the patient) was removed and inspected. Dark hole marks was observed. The hospital blanket that was placed under the bair hugger sheet was inspected and found to be intact. The patient's skin was inspected and found to be intact. The machine, bair hugger sheet, and bair hugger machine was immediately removed and picked up by bioengineering. The machine was inspected. During inspection the burning smell was reproduced. The arizant tech support rep was notified. The bair hugger machine is currently with bioengineering awaiting pickup and replacement by arizant. Technical support services rep for 3m health care business has been made aware of this event. Once a new machine is available for delivery, it will be replaced and the machine returned.